Event description:
The customer reported to olympus, an error code e221 was displayed on the 4k camera head, prior to an unknown diagnostic procedure. When the device was connected to an olympus tower, a message was displayed stating the camera head was defective. Follow up with the user facility was performed but no additional information was able to be obtained. There were no reports of patient harm associated with this event.

Manufacturer narrative:
This supplemental report is submitted to provide the results of the legal manufacturer¿s investigation, device history record (DHR) review and applicable corrections. The review of the DHR did not find any abnormalities or anomalies identified during production. The device met all specifications upon release. The device was returned for evaluation and the user request was confirmed. The device displayed communication error e221 and the evaluation determined the cause was a faulty cable unit. In addition, the device had a cracked focus ring and faded cover label. The investigation determined the most likely cause was excessive force applied to the device, evidenced by the cracked focus ring and rubbing of the rear cover label. The internal board inside the cable unit may have been damaged, causing communication errors e221 and e224. Olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
The device was returned to an olympus service center for evaluation and the issue was confirmed. The 4k camera head error message revealed the camera head was defected. The gear was broken. In addition, the focus ring had cracks and the rear cover label was faded. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that when the 4k camera head was plugged in the olympus tower scope communication error camera head defected appeared. No patient harm or injury occurred due to this malfunction.